Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The physician reported that the clip was not grasping any tissue and the clip was removed from the patient. Another resolution clip device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "successful with no patient complication."

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.